Event description:
Follow up information identified the ipg replacement and pocket revision resolved the issue.

Event description:
It was reported the patient has experienced uncomfortable pocket heating on a couple of occasions. The event date is unknown. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Results the reported pocket heating was not confirmed. As received, the ipg was responsive and communicated with lab utilities. The upper septum was slightly punctured but there was no evidence of fluid intrusion inside the header assembly. This was consistent with the septum being cored during the explant procedure. The ipg was tested to manufacturing specifications using the autotester and passed all tests. The magnet feature functioned as intended. Programming the ipg with the aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. No anomalies were observed that would contribute to the reported issue. The issue concerning the ipg being bumped was associated with how the device was laying in the pocket. This issue cannot be confirmed by product analysis. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient uinderwent surgical intervention to remove and replace the ipg and repositioned the pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.